Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2500 ohms. Technical services reviewed device data, and noted the rv pacing impedance had no variability, and then it spiked up to around 2688 ohms. There was variability in the right atrial (ra) pacing impedance, but no measurements were out of range. It was also noted there was one episode with a 3.5 second pause, and one episode with a 4.5 second pause. The patient is 100 percent paced in the ra and 99 percent paced in the rv. The decision was made to reprogram the ra and rv leads to unipolar pace and bipolar sense. At this time, this pacemaker and competitor leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h7:-remedial act init, type. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2500 ohms. Technical services reviewed device data, and noted the rv pacing impedance had no variability, and then it spiked up to around 2688 ohms. There was variability in the right atrial (ra) pacing impedance, but no measurements were out of range. It was also noted there was one episode with a 3.5 second pause, and one episode with a 4.5 second pause. The patient is 100 percent paced in the ra and 99 percent paced in the rv. The decision was made to reprogram the ra and rv leads to unipolar pace and bipolar sense. At this time, this pacemaker and competitor leads remain in service. No adverse patient effects were reported. Subsequent additional information was reported that a device replacement procedure was performed. This pacemaker device was explanted and replaced with a competitor device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2500 ohms. Technical services reviewed device data, and noted the rv pacing impedance had no variability, and then it spiked up to around 2688 ohms. There was variability in the right atrial (ra) pacing impedance, but no measurements were out of range. It was also noted there was one episode with a 3.5 second pause, and one episode with a 4.5 second pause. The patient is 100 percent paced in the ra and 99 percent paced in the rv. The decision was made to reprogram the ra and rv leads to unipolar pace and bipolar sense. At this time, this pacemaker and competitor leads remain in service. No adverse patient effects were reported. Subsequent additional information was reported that a device replacement procedure was performed. This pacemaker device was explanted and replaced with a competitor device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited cyclic variability with some peaks in pacing impedance measurements on the atrial channel. A review of the remote monitoring data noted an interaction with the minute ventilation (mv) feature during an atrial tachycardia response (atr) episode. The mv feature was programmed off for this patient. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. Correction: h7:-remedial act init, type as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2500 ohms. Technical services reviewed device data, and noted the rv pacing impedance had no variability, and then it spiked up to around 2688 ohms. There was variability in the right atrial (ra) pacing impedance, but no measurements were out of range. It was also noted there was one episode with a 3.5 second pause, and one episode with a 4.5 second pause. The patient is 100 percent paced in the ra and 99 percent paced in the rv. The decision was made to reprogram the ra and rv leads to unipolar pace and bipolar sense. At this time, this pacemaker and competitor leads remain in service. No adverse patient effects were reported. Subsequent additional information was reported that a device replacement procedure was performed. This pacemaker device was explanted and replaced with a competitor device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.